Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the patient that for their third implant, it just stopped working in (B)(6) 2017 and they couldn't figure out why. The patient reported that the managing physician replaced the system on (B)(6) 2017. No further complications were reported at this time.